Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient encountered six infusion set cannulas were kinked within 3 hours of insertion. The insertion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.